Event description:
Additional information was received from the field that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion on the planned change-out date. The device will be sent back for analysis due to its involvement in the high out-of-range pacing impedance event. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (ctr-d) exhibited high out-of-range (oor) pacing impedance measurements of greater than 3000 ohms. The cause of the oor measurements was thought to be due to a possible compression issue involving the suture sleeve. It was also noted that there were elevated threshold measurements, however all other lead numbers were within range. The system was reprogrammed and while there are future plans for a device change-out and lv lead revision procedure, the system continues to remain in service. There were no reports of patient harm or adverse effects.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.